Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty inserting the right atrial (ra) lead into header of the device was experienced. The ra lead was successfully inserted and all measurements were appropriate. No adverse patient effects were reported.